Manufacturer narrative:
Exact date unknown, event occurred a week ago from date manufacturer was made aware.

Event description:
It was reported that the patient had an infection at the pocket site following an ipg replacement procedure. Signs and symptoms were fluid discharge, redness and swelling. The physician believed that the infection was device or procedure related. The patient was prescribed with antibiotics and reportedly doing well.